Event description:
The reporter stated a bausch and lomb lens was damaged by the injector upon loading. There was no pt contact or injury. The reporter stated that the injector was the cause of a broken haptic during loading.

Manufacturer narrative:
Lens damaged by the injector.